Manufacturer narrative:
Visual and microscopic examination of four of five breathing bags returned showed surface striations over most of the surface of the bags. The outline of each striation appeared as depressions or cavities forming thin areas. The fifth breathing bag did not show surface striations. Samples of the breathing bags in question were analyzed by an outside laboratory. Although laboratory analysis was unable to confirm, co believes (based on years of experience with latex products) the contamination is copper. Based on co's experience, the copper may have come from a single drop of oil from the latex tank agitator bushing. This is supported by the appearance of the bags, the striations. Copper also forms a brown-colored compound like that observed in the striations of the subject bags. To prevent the recurrence of oil droplets, a container has been added between the latex surface and the suspect agitor bushing to catch the dropelts. Additionally, a check of this container has been added to the preventative maintenance program. Breathing bags from the lot in question as well as other lots were inspected for striations and none were found. A drop of oil would only effect a small number of bags in close proximity to the drop of oil. The copper acts as a catalyst to accelerate aging in the latex (creating this spots) where ever it comes in contact with the bag. This is considered an isolated incident only affecting a very small number of breathing bags.

Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hospital reported that at set-up, during the pre-test of the breathing bags at 40cm h20, the breathing bag burst. The hospital reported experiencing the same with about 9 other breathing bags. According to the hospital there were no pt involvement with either incident.